Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during initial drain. The patient line was connected to the transfer set before pressing go to begin initial drain/therapy. The home patient (hp) was connected at the time of alarm. The hp did not disconnect from the hc during therapy. All of the bags were still connected to the tubing set and were placed on the heater plate and beside the device during set-up. There were no outside sources allowing air into the system. The patient line did not become separated from the transfer set and there were no open clamp(s) or loose tip protector(s) on any unused line(s). There was no moisture noticed around any of the bags or at any of the bag connections. It was not difficult to manually spike the bag and a supply bag did not fall. There were no leaks noted in the tubing set and there were no pets in the area. The technical service representative (tsr) advised the hp to start over using new supplies. A follow-up call was made to the hp's nurse, who stated that the hp had this alarm two nights in a row and could not find a reason for the alarm. The nurse stated that she told the hp to try a different lot of cassettes because she felt that may be the problem. The hp then tried a different batch of cassettes and has not had a problem since. The nurse also stated that the hp had gone into the clinic in 2009 to get tested for peritonitis as the hp had a cloudy bag and felt that it was peritonitis. On 6/04/09, another call was made to the hp's nurse, who stated that the hp definitely had peritonitis. The test results showed escherichia coli gram-negative rods. The hp was given 1gram (g) of cefazolin intra-peritoneally and was to continue that for three weeks. The hp was also giving one dose of gentamycin 80 milligrams (mg) and was to have an additional dose of 40mg for three weeks. The hp was having abdominal pain and had cloudy effluent and was not responding to the antibiotics that were given so the hp was admitted to the hospital. The home patient's (hp) nurse was contacted on 06/15/2009 to attempt to obtain additional information about the system error 2240 alarm event that occurred in 2009 and the nurse refused to provide any further information that has already been provided. The nurse only stated that the patient has been released from the hospital, is now in a nursing home, and has been placed on hemodialysis for now. No further information could be obtained.

Manufacturer narrative:
The patient discarded the sample.